Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, the tissue injury appears to be due to procedural conditions. Furthermore, unspecified tissue injury is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after the clip was implanted, a perforation tissue damage on the leaflet was noted. It was reported that initially the procedure was performed to treat mixed mitral regurgitation (mr) with grade 4 using an edwards pascal device. However, after struggling with the device for 4.5 hours with no clip implanted, the physician decided to use a mitraclip device. The first clip was implanted successfully without issue at a2/p2. Post procedure, a perforation was noted medial to the a2/p2. A second clip was used to cover the perforation [tissue damage] without issue. Two clips implanted, reducing mr to 2+. It was noted that the perforation was more anterior on the leaflet and was suspected to be from the pascal device due to size and location. No additional information was provided.